Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("good luck with the test/anxiety"), menopause ("menopause"), hot flush ("hot flashes") and fatigue ("extremely tired"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal and anxiety outcome was unknown and the menopause, hot flush and fatigue was resolving. The reporter considered anxiety, fatigue, hot flush, medical device removal and menopause to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: anxiety,anxiety, fatigue, hot flush and menopause , medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events menopause, hot flashes and extremely tired event added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/getting mine out next month/ e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("good luck with the test/anxiety"), menopause ("menopause"), hot flush ("hot flashes"), fatigue ("extremely tired"), tooth fracture ("tooth fracture"), inflammation ("inflammation"), rash macular ("small red dots on my arms , chest , stomach and face") and cushing's syndrome ("cushing's syndrome") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, anxiety, weight increased, tooth fracture, inflammation, rash macular and cushing's syndrome outcome was unknown and the menopause, hot flush and fatigue was resolving. The reporter considered anxiety, cushing's syndrome, fatigue, hot flush, inflammation, medical device removal, menopause, rash macular, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: anxiety,anxiety, fatigue, hot flush, menopause, medical device removal, cushing's syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event cushing's syndrome was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/getting mine out next month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("good luck with the test/anxiety"), menopause ("menopause"), hot flush ("hot flashes"), fatigue ("extremely tired"), tooth fracture ("tooth fracture"), inflammation ("inflammation") and rash macular ("small red dots on my arms , chest , stomach and face") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the medical device removal, anxiety, weight increased, tooth fracture, inflammation and rash macular outcome was unknown and the menopause, hot flush and fatigue was resolving. The reporter considered anxiety, fatigue, hot flush, inflammation, medical device removal, menopause, rash macular, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: anxiety,anxiety, fatigue, hot flush and menopause , medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events weight increased, tooth fracture and inflammation nos were updated. The case 2019-230416 was found to be duplicate to case 2019-208746. All information including events, reporter, source documents, reference numbers were transferred from deletion case to retention case. New event: small red dots on my arms , chest , stomach and face was added from deletion case to this case. The case 2020-061636 was found to be duplicate to case 2019-208746. All information including events, reporter, source documents, reference numbers were transferred from deletion case to retention case. The event getting mine out next month was clubbed with medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.